Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will submitted if additional information becomes available. Section h6 g07001 - flat detector.

Event description:
Siemens became aware of an incident that occurred with the artis zee ceiling system. The unit displayed error messages that were addressed by a biomed engineer at the customer site without contacting siemens. The biomed engineer tried to set all movements without instructions provided by siemens when the flat detector (fd) fell on the tabletop. This incident occurred prior to the start of the procedure. The medical procedure was performed on an alternate system. We have no indications of any adverse effects on the health status of the involved persons.

Manufacturer narrative:
The investigation was of the reported issue was performed based on expert discussions (considering complaint description, cs (customer service) reports, system history, system log files). Additional information was received that the biomedical engineer at the customer¿s site accessed the ¿service mode¿ of the artis zee ceiling system and attempted to adjust system movements without receiving any instructions or guidance from the service team. Due to these unauthorized actions, the flat detector (fd) lift detached and fell onto the patient table. The fd lift is secured by two guide rails and an interlocked motor gear, preventing it from falling forward or sideways. The fd lift¿s motion is controlled by a toothed rack, limiting it to up-and-down movement. In normal drive mode, the fd lift¿s movement is limited by potentiometer and encoder values, with a software limit and a hardware end switch as backup. In the ¿override mode¿, the system permits movement up to the end limit switch. If the end limit switch is defective, the system can still be operated in the override mode until it reaches the mechanical end stop. The mechanical end stop is specifically designed for this purpose, as the fd lift drive motor in the override mode does not generate sufficient power to cause mechanical damage such as that observed in this incident. In the ¿uncontrolled mode¿ (which can only be activated in service mode by entering a password), the potentiometer, encoder, and limit switch are not active, and the motor is simply controlled with a 50/50 pwm (pulse width modulation). This special service mode is used for troubleshooting (encoder errors) or in the event of movement failures to move the system to a position where it can be repaired by a service engineer. The axis movement is severely restricted, so only a selected axis can be moved, which also has increased power. For the fd lift this means that a greater force acts on the mechanical limit switch when driving against it with increased power. According to available information the following happened while the biomedical engineer was troubleshooting: available information indicates that during troubleshooting, the biomedical engineer accessed the service mode and operated the fd lift in the uncontrolled mode. While performing a downward movement, the engineer likely continued movement after the end limit switch broke off. As a result, the toothed rack disengaged from the motor gear. This action caused the mechanical end stop to fail (the screw was first bent and subsequently a portion of the fd lift material was torn away). Consequently, the fd lift dropped a few centimeters until it came to rest on the patient table. The lift remained connected by system cables, preventing it from falling to the floor. As root cause for the non-conformity, an individual use issue could be determined caused by improper use during customer troubleshooting in uncontrolled mode. Siemens field service engineer replaced the damaged fd lift components. Following the replacement, the system is functioning as intended. No further complaints or issues regarding the initial stand or table movement were reported thereafter. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation.